Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was physical stress applied to the insertion section and the bending section while the user was handling the device which led to damaged charge-coupled device -unit. The device leaked while the user was handling the device, and water invaded. Due to the invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result. - be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii bronchovideoscope failed the leak test. The issue was noted during the reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. The subject device was subsequently evaluated by olympus. The evaluation uncovered no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) water dunk test failed/no other leak found, b) bending section cover or distal sheath leaking due to a cut and hole, c) bending section cover or distal sheath glue chip, lifting and scratches, d) no image, e) bending section was crushed, passed e-c test, 6.5 ohms, and f) insertion tube heavy dented, failed ring gauge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.